Event description:
It was reported that pump screen was dark and would not turn on, and that pump button was extremely difficult to press and often required multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions to press button in specific way to turn on pump screen, confirmed pump was not in a case, and agreed to continue using current pump until replacement arrived; technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put current pump into storage mode before return, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump with prepaid label within 10 days, which customer understood and acknowledged.